Event description:
Information received regarding the explanted device notes that the patient came to the emergency room in complete heart block with a heart rate of 35 bpm. The device could not be interrogated, so the physician elected to explant it. After explant, the device was interrogated successfully.